Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a stripped battery cap. The device also had a frozen display as a result of a faulty component on the motherboard.

Event description:
The customer reported that the insulin pump alarmed low battery and then the device turned off. The battery was replaced and the display on the device was stuck. Advised the customer to revert to back up plan. No further info was provided.